Manufacturer narrative:
The physician will continue to monitor the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. It was noted that the patient recently underwent bone stimulator interaction testing. It was suspected that the out of range measurements were due to the testing. No additional out of range measurements were observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.